Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The pt was admitted and diagnosed with vascular pseudoaneurysm. The physician chose to treat with a taxus express2 2.5x24 mm drug eluting stent (des). During the des implantation procedure, a malfunction occurred. The physician was unable to cross the legion because the stent jammed. When the stent was removed from the pt, the distal end of the stent was damaged. The final treatment for the pt is unk; he did not have any reported complications and was discharged two days after the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.